Event description:
Additional information was received stating that surgical intervention took place where the l5 lead was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that during a surgical procedure where a physician was adding leads, the physician accidently cut the l5 lead and it now has high impedances. The patient is still receiving effective therapy with the other leads. Surgical intervention may take place at a future date to address the issue.